Manufacturer narrative:
No end user information provided. A follow up will be sent if additional information is received.

Event description:
Provider states the unit has no alarm, pilot valve are not switching.